Event description:
The svc rep reported the images from camera were blurry. Did not affect pt treatment.

Manufacturer narrative:
The svc rep found blurry images from camera, scheduled service. Adjusted camera settings. Had tech check images before returning to svc.